Event description:
It was reported that the left ventricular lead did not capture. Upon review, it was discovered that the lead dislodged. The lead was explanted and replaced. There were no patient consequences.